Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated there was an absence of no delivery alarms from the insulin pump. The customer also reported their insulin pump would power off without warning. Customer stated they did not receive a low battery alert prior to the off no power. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated they treated their blood glucose with the insulin pump. Troubleshooting for the customer's blank display found the customer's battery compartment and contacts on their battery cap were also not damaged or corroded. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.